Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker triggered an alert due to entering into safety mode. It was recommended to replace the device, and it has been replaced at this time. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.